Manufacturer narrative:
Reportedly the reason of the reported event was that the flow (of the ventilator) during inspiration was administered in an increasing way, showing a ramp in the flow curve. Users thought that the maximum flow of the ramp was given during the whole time of inspiration. This error has been attributed by users to misleading denotation of a flow parameter. No device malfunction or deviation from specification had occurred. The ventilation mode with related parameters is selected and adjusted by the users. The flow curve on the display clearly shows the developing of flow, including the ramp (increasing inspiration). The values for tidal volume and minute volume are calculated and displayed as well. The reported problems have been discussed and possible solutions for this customer have been developed during an on-site visit of dräger representatives on (B)(6) 2016. This user facility report is an isolated case.

Event description:
Please see initial report.

Manufacturer narrative:
Reportedly the reason of the reported event was that the flow during inspiration was administered in an increasing way, showing a ramp in the flow curve. Users thought that the maximum flow of the ramp was given during the whole time of inspiration. This error has been attributed by users to misleading denotation of a flow parameter. Investigation was started and is not yet concluded. Investigation results will be reported in the follow up report.

Event description:
It was reported that: during a review of pediatric ventilation cases it was realized that inspiration flows on average were less than expected. Therefore the added no-flow caused higher concentration as calculated. This resulted in methaemoglobinaemia of patients.